Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to attaching a non-specified lamp without noticing or disregard for the description in the instruction manual of the subject device by the user. And the subject device might have turned off temporarily due to the lamp explosion. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp of the subject device was exploded during the preparation of the unspecified procedure. The user turned off the switch of the subject device immediately at that time. There were the examination lamp shards inside subject device, the examination lamp shards did not come out from the subject device. The examination lamp was removed from the subject device by the facility technician and it had broken to two pieces. The facility technician also reported that the examination lamp was maj-1817, and no patient was not at the examination room when the issue was occurred. At the incoming inspection for the repair, the service department of olympus europe (B)(4) checked the subject device and found that the user had used the wrong examination lamp maj-1817, instead of the right examination lamp md-631. The service department of (B)(4) also found that the lamp usage indicator of the subject device was over limit, over than 500 hours. After the incoming inspection and the proper testing, the service department of (B)(4) did not find out any abnormalities, the power source was checked and the current for examination lamp was ok, there was not any visible damage of inner parts. The service department of (B)(4) considered that the reported phenomenon might be attributed to the usage of the wrong examination lamp and/or the usage of the examination lamp used over 500 hours. There was no patient injury associated with this report.